Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error again. Customer's blood glucose was 6.5mmol/l. The device was not dropped, nor surrounded by radio frequency, or was not exposed to an MRI. Customer does not recall any significant event that may have caused the device to alarm. No further information reported.